Event description:
It was reported by service report that the breakaway head section would not lock due to worn head section pivots. The customer could not determine if there was pt involvement or if there were adverse consequences to report.